Manufacturer narrative:
The tip of the atw marker guidewire stretched. When the physician opened the package and removed the guidewire he found the tip was stretched. The product was not used in the patient. It was reported that there were no damages noted on the outer box or inner pouch. The product was removed per normal operation, following the IFU. One non-sterile sgw atw .014 str floppy was received coiled into a plastic bag. The guidewire presented a kink, and it was noted that the distal tip presented a bent condition. The unit was inspected under microscope and the damages were confirmed. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01799688. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. With analysis of the returned device it was not confirmed to be stretched; it was found to be kinked/bent. The exact cause of these damages could not be conclusively determined. It is possible that procedural/handling factors related t the removal of the device may have contributed; however no conclusion can be made. The device did not present any obvious indication of manufacturing defect or anomaly contributing to the reported event. With review of the analysis and device history record there is no indication that the event is related to the guidewire manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The analysis was reviewed and revised as follows: the tip of the atw marker guidewire stretched. When the physician opened the package and removed the guidewire he found the tip was stretched. The product was not used in the patient. It was reported that there were no damages noted on the outer box or inner pouch. The product was removed per normal operation, following the IFU. One non-sterile sgw atw .014 str floppy was received coiled into a plastic bag. The guidewire presented a kink, and it was noted that the distal tip presented an unraveled/stretched condition and a bend. The unit was inspected under microscope and the damages were confirmed. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01799688. The history records indicate this product was final inspection tested at (B)(4) limited and was determined to be acceptable. The reported stretched condition of the distal tip was confirmed with analysis. The exact cause of these damages found on the device could not be conclusively determined. It is possible that procedural/handling factors related to the removal of the device may have contributed; however no conclusion can be made. The device did not present any obvious indication of manufacturing defect or anomaly contributing to the reported event. With review of the analysis and device history record there is no indication that the event is related to the guidewire manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
The tip of the atw marker guidewire stretched. When the physician opened the package and removed the guidewire he found the tip was stretched.